Event description:
Nurse reported flexiseal was put into pt on (B)(6) 2013 post per rectum examination of diarrhea management for "steven syndrome". It fell out four times within 48hrs. When deflating the balloon, the white valve came apart from the tubing.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The stoma therapy nurse went to the intensive care unit to assess the pt and the flexiseal was removed. The nurse notes that the pt has poor sphincter tone. No add'l pt/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party mfg site. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Reported to FDA on (B)(4) 2013.